Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. On 3/29/2019, a manufacturing record evaluation was performed for the finished device 30160756l number, and no non-conformances was found during the review. Concomitant products: thermocool® smart touch¿ electrophysiology catheter (model# d-1336-02-s, lot# 30140396m). Abbott brk-1 transseptal needle (model# unknown, lot# unknown). Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a pentaray nav high-density mapping eco catheter and a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring surgical intervention. During mapping with pentaray catheter, cardiac tamponade was confirmed. Patient¿s condition worsened, and an open-chest surgery from a thorax surgeon was required. Extended hospitalization was required as a result of the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There was no evidence of steam pop. No error messages were observed on any biosense webster inc. (Bwi) equipment during the procedure. Transseptal puncture was performed with an abbott brk-1 transseptal needle. The ablation catheter was placed in the left atrium. However, no ablation was performed prior to the adverse event. The catheter irrigation was set at 2 ml/min. Dashboard force visualization features were used. It is suspected that the event occurred during the transseptal phase and discovered during mapping. Confirmation was received that the mapping was performed with the pentaray catheter and the ablation catheter was only placed in the left atrium. Therefore, this event is being reported under the penta ray nav high-density mapping eco catheter.

Manufacturer narrative:
During an internal review on april 23, 2019, it was noted that ¿manufacturer address street line 1¿ on the 3500a initial report needed correction. It was initially submitted as ¿31 technology drive¿. The correct address is ¿33 technology drive¿. Therefore, ¿manufacturer address street line 1¿ has been re-populated. Manufacturer's ref # (B)(4).